Event description:
Event description guidant/crm received information that due to a fracture of the rate sensing bipolar tined lead, with a report of noise this patient's lead system was removed and replaced with an endurance rx lead.